Manufacturer narrative:
"To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. A review of the device labeling notes the following: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed to report to physicians immediately regarding any and all change of symptoms. Symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur should be reviewed with patient, and patients should be advised to contact his/her physician immediately upon the onset of such symptoms. If it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the first balloon or the most recent volume of the removed balloon. A greater initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation. Injury to the lining of the digestive tract as a result of direct contact with the balloon, catheter, polypectomy snare, or as a result of increased acid production by the stomach esophagitis, gastritis or duodenitis. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition and could result in death. Spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon."

Event description:
The patient had a balloon from another brand for 1 year and he removed it. A month later a spatz balloon was implanted, which he could not tolerate and requested its removal. At the time of removal, ulcers caused by the balloon valve were evident. The balloon was filled with 500 ml. The patient is currently doing well with his medical treatment for esophagitis and ulcers.

Event description:
On (B)(6) 2025, a 500 cc intragastric balloon was inserted. The patient had previously received another balloon brand for one year, which was removed. After a month of rest, the patient decided to continue with a new treatment using the spatz balloon. The insertion procedure was performed without setbacks or immediate complications. On (B)(6) 2025, a call was received from the patient informing the clinic that he had been unwell for approximately two weeks. It was indicated that, since the insertion, he has experienced persistent vomiting, abdominal pain, and general malaise, despite being under drug treatment. Due to these symptoms and sustained discomfort, the patient expressed his intention to remove the balloon, despite having been previously explained about the possibility of adjusting. Since the patient experienced intolerance to the balloon and did not show clinical improvement, its removal was scheduled for (B)(6) 2025. During the removal procedure, it was evident that the balloon cap had moved towards the pylorus, generating gastric ulcers, the balloon was removed immediately and without additional complications.

Manufacturer narrative:
"To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. A review of the device labeling notes the following: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed to report to physicians immediately regarding any and all change of symptoms. Symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur should be reviewed with patient, and patients should be advised to contact his/her physician immediately upon the onset of such symptoms. If it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the first balloon or the most recent volume of the removed balloon. A greater initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation. Injury to the lining of the digestive tract as a result of direct contact with the balloon, catheter, polypectomy snare, or as a result of increased acid production by the stomach - esophagitis, gastritis or duodenitis. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition, and could result in death. Spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon."